Event description:
It was reported that the pump was interrogated, and the logs were read and there were reportedly ¿no events whatsoever,¿ except the last was (B)(6) 2015, and it was showing her pump restarted, ¿most likely due to magnetic resonance imaging (MRI)/temp stopped pump.¿ the pump system was being used to infuse baclofen (unknown). No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).